Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter france that the reservoir of an intermate lv 250 device ruptured during patient use. The device was delivering meronem in 250 milliliters nacl to the patient when the reservoir ruptured. No patient injury or medical intervention was reported. No additional information is available at this time.